Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a retic stain leak at v26 (a chamber which collects waste from the flow cell) inside the coulter lh750 hematology analyzer. There was no report of any patient samples or results affected by the leak. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the pressure line which provides the pressure to the empty chamber vc26 was clogged with a crystallized like material, causing the chamber to overflow and spill through the vent line. The fse flushed the line and cleared the crystal per established procedures.